Manufacturer narrative:
At time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 99% target site was located at moderately tortuous and severely calcified left elbow. A 2cm peripheral cutting balloon was selected for use. During the procedure, at dilation it was reported that a balloon rupture at an unknown pressure. It was then replaced by another device and dilation was performed. The procedure was completed with no patient complications reported.